Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer delivered a correction bolus to address bg. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that the cartridge was leaking from undefined location and occlusion alarms occurred. Customer changed supplies to address the issue. Customer's blood glucose was 150-200 mg/dl.